Event description:
Caller states the patient tested 2.8 inr on the coaguchek s system and 1.3 inr on a (B)(4) lab. N o actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller states they used either strip lot 953a which expires in 02/29/2012 or strip lot 964a which expires in 04/30/2012.